Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient was treated with fortaz for twenty-one days (dosage, route, and frequency not reported) and at the time of this report, fortaz therapy was reported to be ongoing. Dianeal therapies were ongoing. The patient was recovering from the peritonitis event. On an unreported date, the patient was retrained on proper aseptic technique. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.